Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: device evaluation was not able to duplicate the customer reported condition. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The facility representative reported a colleague infusion pump which experienced an air in line alarm. This condition may be a false air in alarm. It is unknown when this condition occurred. It is unknown if there was any patient injury or medical intervention reported. The software version of this device is currently unknown. No additional information is available at this time.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.90.